Event description:
Pulmonetic system, inc. Received a call from a representative of facility on 10/11/02. The representative reported the following problem: unit is shutting down not on patient. Unit was alarming.